Event description:
A physician reported a patient experienced central scotoma in the right eye post a cataract surgery. Additional information has been requested but none received till date. It is unknown which specific product had contributed to the event. This is one of the four reports for this issue and represents the intraocular lens (iol).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. The reporter has not responded to follow up requests. File will be reopened if new information is received. Investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).